Event description:
Treatment of a right unruptured superior hypophyseal fusiform aneurysm with the fusiform segment measuring over 5mm in size. During the pipeline deployment, it was reported that the middle segment of the pipeline required balloon angioplasty with a hyperglide balloon to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).